Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the sheath broke before the first proximal ring visible from the distal end of the catheter. It was reported that the medical team noticed shaft of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke when they tried to enter in the coronary sinus (cs). They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, and the issue disappeared. Surgery was not delayed due to the reported event. Procedure was successfully completed. Fragments was not generated. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection testing was performed, in accordance with bwi procedures. Visual analysis of the returned sample revealed the shaft was found damaged with two bents. No breaks were present. It should be noted that product failure is multifactorial. The instructions for use contain the following instructions: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit the advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. A device history record review was performed for the finished device number, and no internal action related to the complaint were found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the issue of bent shaft. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue of broken sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the sheath broke before the first proximal ring visible from the distal end of the catheter. It was reported that the medical team noticed shaft of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke when they tried to enter in the coronary sinus (cs). They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, and the issue disappeared. Surgery was not delayed due to the reported event. Procedure was successfully completed. Fragments was not generated. There were no patient consequences. The damage resulted in wires being exposed as it was very difficult for the physician to catheterize the coronarian sinus, and it broke. The damage did not result in any lifted or sharp ring as it broke before the first proximal ring visible by fluoroscopy. There was resistance experienced by the physician during the insertion of the catheter removal but not during removal. The device was not pre-shaped.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).